Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station did not have internet access. A field service engineer (fse) verified that the communication cable was connected to the correct communication sled port and confirmed it was properly seated. The cable was then moved to different wall ports; however, the issue persisted. Further investigation in admin mode showed that the network did not have internet access. The customer was informed of the network issue. Later, fse confirmed that the station came back online after the hospital information technology (it) team resolved the network connectivity problem. The system functioned as intended after the hospital it resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es in disconnected mode and remote smart service (rss) was offline. The customer rebooted the station multiple times, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.